Manufacturer narrative:
Qc prior to the event was within established ranges but was low after the event. The sample probe appeared to have dipped into the gel of a separator tube. A field service engineer (fse) was dispatched and replaced the chemistry cartridge (cc) sample probe, wash collar, and the syringe. The fse also performed qc to verify system operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low creatinine (cr-s) result that was generated by the unicel dxc 600i synchron access clinical system. The results provided by the customer are shown. No change to patient treatment or diagnosis occurred in this event.